Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This report is for 1 unknown zipfix. The 510k is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Put one "ziptie" on a patient. The surgeon began to close and about 2 minutes later the "ziptie" popped off. A sternal plate was used in the place of the "ziptie." The broken piece was removed from patient easily and the surgery was completed successfully. No surgical delay was noted. No additional information available at this time. This report is for an unknown zipfix part and lot. This is report 1 of 1 for complaint (B)(4).